Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that the aliquot plate was jammed on the dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse removed the aliquot plates, performed alignments and ran functional tests and quick check tests, resulting acceptably. The customer did not follow the instructions in the dimension vista operator's guide, which instructs the user to follow standard biohazard protection laboratory practices when troubleshooting the instrument. The operator was not wearing personal protective equipment (ppe) when troubleshooting the instrument. The cause of the operator's exposure to the liquid from the aliquot plate was due to the customer not following the instructions in the dimension vista operator's guide. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
While performing troubleshooting on a dimension vista 1500 instrument, liquid from an aliquot plate, splashed onto the an operator's face. The operator followed her laboratory's procedure for exposure to biohazard and used the emergency eye wash station for 30 to 60 seconds. The operator did not seek further medical intervention. There are no known reports of adverse health consequences due operator's exposure to the potentially biohazardous material.